Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported during a follow-up call that the patient was admitted to the hospital on (B)(6) 2023 and discharged on (B)(6) 2023 due to peritonitis. The pdrn stated that when the patient arrived at the hospital with a manual bag attached to them and was disoriented. Upon follow up, the pdrn stated the patient was hospitalized on 31/mar/2023 following disorientation, confusion, weakness and abdominal pain. The pdrn reported the patient went on vacation without the appropriate pd therapy supplies and went without renal replacement therapy for approximately three days. The pdrn stated, as a result, the patient became confused and weak. The pdrn reported cloudy peritoneal effluent fluid was noted by hospital staff upon admission. The pdrn stated peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 309/mm3. The pdrn reported the patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy. The pdrn stated the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration of both medications unknown). The pdrn reported the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported the patient recovered from this event as they remain asymptomatic. The pdrn confirmed the patient¿s disorientation, confusion, weakness, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.